Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a regent valve was successfully implanted. On (B)(6) 2024, the patient presented to the emergency room with a "stuck valve and one leaflet was not able to visible on fluoroscopy". The device is planned to be explanted on an unknown date.

Event description:
It was reported that on an unknown date, a regent valve was successfully implanted. On (B)(6) 2024, the patient presented to the emergency room with a "stuck valve and one leaflet was not able to visible on fluoroscopy". The device is planned to be explanted on an unknown date.

Manufacturer narrative:
An event of "stuck valve and one leaflet was not able to visible on fluoroscopy" was reported. A more comprehensive assessment, including hydrodynamic examination of the valve, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.